Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was exposed to water. They then had been experiencing high blood glucose. The treated with manual injections. The customer¿s blood glucose during the incident was 110 mg/dl. The customer¿s current blood glucose was 435 mg/dl. Troubleshooting was performed on the insulin pump. The device passed the displacement test and the self-test. The insulin pump will not be returned for analysis.